Event description:
The customer reported that the device failed to recognize the battery in the ¿b¿ battery well and that the unit is unexpectedly shutting down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery in the ¿b¿ battery well and that the unit is unexpectedly shutting down. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. He found that the battery was the problem. The customer replaced the battery from their stock which resolved the failure. The device passed all testing and remains at the customer site.